Manufacturer narrative:
Unit received with failed batt test due to corroded battery tube. Unable to perform displacement test due to failed batt test alarm. Unit had cracked battery tube threads.

Event description:
The customer reported via phone call that insulin pump had corroded battery compartment. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.